Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the endovascular anchors cannot be fixed. The following information was provided by the user facility: the angio-seal was replaced with another angio-seal device; the patient was reported to be stable with no abnormal symptoms; the patient was discharged and recovering; there were no other devices or equipment used with the product; and it was a right femoral artery puncture. Additional information was received on 06/28/2017. The doctor found that the sheath was curved, but there was no crease in it, so he thought it could be used. When he inserted anchor in the sheath, he felt the operation was not smooth, and the anchor would not go into the blood vessel. The anchor was not fully released, and he could not fix the anchor, so he pulled the whole angio-seal device out. There was no anchor left inside the patient. There was difficulty with the steps leading up to the attempted anchor placement. Hemostasis was successfully achieved with the second angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 8fr angioseal vip device was returned for evaluation. Returned with the device were the hemostatic sheath, arteriotomy locator, and guidewire. The returned device was subjected to visual analysis. The bypass tube was found on the arteriotomy locator and not the hemostatic sheath or the distal tip of the carrier tube assembly. The tip of the carrier tube was inspected for any resemblance of the anchor; no evidence partial due to an obscured line of sight due to the excessive presence of blood like substance. The device cap was then analyzed and found to be in the forward lock positon. After completion of visual analysis, functional analysis was under taken. The bypass tube was removed from the distal tip of the arteriotomy locator and placed on the distal tip of the carrier tube assembly. The bypass tube on the carrier tube assembly was then inserted per the IFU into the hemostatic sheath. The device cap was placed in the full forward lock position. No anchor was posted. A small portion of the collagen could be seen. The device cap was then moved into the rear lock; the collagen then retracted back into the hemostatic sheath. The hemostatic sheath and the carrier tube assembly were then disconnected. Microscopic analysis was then employed to investigate the collagen and the lack of suture the was observed at the distal tip of the carrier tube assembly. The collagen was removed from the carrier tube. There was no indication that the suture was sewn into the collage. The collagen has a glassy appearance from the moisture trapped inside and was in a partially expanded state. The carrier tube was then cut open to identify where the suture was. No suture was found along the length of the carrier tube. The tensioner in the device cap was removed from the device cap. Around the spool of the tensioner, a portion of the suture was found. There was notable blood like substance in a clot within the tensioner. A pair of tweezers was then used to pull on the suture to unspool the suture and measure the length of the suture present. When a low amount of force was applied, the suture fractured and fell apart. The reported event was able to be confirmed as there was no evidence the anchor was present. The condition of the suture would have also contributed to this. The reason for the volatility of the suture is likely due to the glass transition temperature poly-glycolic acid, which is 35c. If the suture been exposed to the extreme heat or a moisture rich environment, material property changes like those observed would be expected. It is unknown what environment the device was subjected to during transportation environmental components likely contributed. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the competed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.